Manufacturer narrative:
Per the clinic, the device is not available for analysis. This report is filed november 27, 2013.

Event description:
Per the clinic, the patient experienced skin flap breakdown, extrusion of the electrode lead wire and migration of the internal device. The device was explanted (B)(6) 2013, and the patient was reimplanted with a new device during the same surgery. It was reported that oral antibiotics (type and dosage) were administered prior to surgery.

Manufacturer narrative:
(B)(4).